Event description:
Revision surgery - the pt had an infection.

Manufacturer narrative:
The root cause for the revision surgery on (B)(6) 2012 was identified as an infection. The original surgery occurred on (B)(6) 2006. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. The device history records for the foundation knee insert were examined. The product used in the original surgery received an adequate sterilization gamma radiation dose between 25-40 kgy and was within its expiration date at the time of the original surgery. A review of the implant device history records, product complaint report database, and sterilization records show this device met sterilization, design, and manufacturing requirements. No information was submitted with regard to the severity of the infection. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the infection or inhibited the patient's immune system. There are multiple factors that may contribute to the infection that are outside of the control of djo surgical. The data reviewed in this report supports that this incident was not the result of a product or manufacturing process defect.